Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 due to skin overgrowth and severe soft tissue issues. The abutment was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced recurrent infections and skin overgrowth issues at the abutment site. Subsequently, the patient underwent several procedures (dates not reported) to excise the excess skin; as well as multiple courses of oral antibiotics and topical steroid cream. The implanted device remains. This report is filed june 2, 2016.